Event description:
It was reported, the patient was dismissed from their health care provider (hcp) two months ago in (B)(6). It was noted that no one would touch the patient now and no one would talk to him. The patient had failed a drug test so the hcp kicked him out of the office. The patient was tired of the pump. The patient was experiencing withdrawal and the pump had been empty for the past two months. As a result, the patient was in a lot of pain, the pump was alarming because, it was empty and he wanted it removed, he didn¿t know what else to do. The patient was stuck on his back on his couch and couldn¿t get around. Additional symptoms included spasms, attacks, and hallucinations. The pain was in the patient¿s legs, back area and groin area. The shakes the patient was experiencing were really bad the withdrawals had been ¿a bitch¿. The pain and withdrawal were also noted to be horrible and constant. The patient was reportedly trying to ¿eat advil¿ to try to keep the pain down but it didn¿t help. It was reported, it started out ¿three days and now one week¿. The patient felt like he was ¿on a trip¿ and he wanted to get off the train. It was also noted, the patient had been dealing with ¿this for ten years but no more¿. The patient had not been taking any oral pain medication. It was reported, the patient had been ¿clean¿ for two months. The patient expressed frustration with the hcp that dismissed him; he indicated if he would have had a gun he would have shot him however, it was then noted, the patient was just saying that because, he was in so much pain. It was also reported, the patient previously would make appointments with the hcp¿s office and they would schedule him at 11:45 and keep the patient there until 5:00pm for the last appointment because, his pump was ¿difficult¿. The patient¿s primary care hcp had been trying to contact pain clinics within fifty miles but no hcp¿s as reported would talk to the patient. The device system was used to deliver morphine. It was later reported that the patient continued to hear the pump alarming every hour. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the device was supposed to be silenced the day of the report but that it did not happen.

Event description:
Additional information received reported the patient had a new pump implanted in (B)(6) 2013. It was noted the patient was to have a magnetic resonance imaging (MRI) on the date of this report related to the pump and wanted the pump out. It was further reported every time the patient went somewhere ¿they had to deactivate it and he was tired of hearing it.¿ it was also reported the patient¿s last refill was (B)(6) 2013 and it went dry in (B)(6) 2013 and had been dry ever since. The pump last contained morphine. It was further reported the patient was told he was cured. It was further reported the patient had a new pump put in (B)(6) of 2013. It was unclear if or when the patient had a new pump implanted. It was noted the pump was ¿not working.¿

Manufacturer narrative:
The aware date manufacturer report # 3004209178-2013-20145 is being updated to the date listed above.

Event description:
The narrative reported in manufacturer report # 3004209178-2013-20145 is being updated to this: additional information received reported that the patient "still cannot get anyone to help him." The patient had an appointment scheduled for (B)(6) 2013. It was discussed that the pump could be silenced but it was not clear if that was what the appointment was for. Additional information received reported that a manufacturer representative was "supposed to meet him" at the day of the report to silence the alarm but that did not happen. The patient reported hearing a three toned alarm. The alarm started "somewhere" between 09/18 and 09/20.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment scheduled for (B)(6) 2013. It was not reported what the appointment was for. It was also noted that he was working with a doctor to have the system "al taken out," no surgery date was reported. The patient reported symptoms of being on the morphine of "whole top of [his] mouth rotted out," had lost all of his teeth and added that he had lost " a bunch of weight" after he was off the medication. It was not clear if these symptoms were related to the device or therapy nor was it clear if the symptoms occurred as a result of the drug or after discontinuation of the drug. The reporter stated the one of the doctors was squeezing" the current pump after it was replaced; it was not clear what was meant by that.